Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Customer's blood glucose (bg) level went up to 600 mg/dl which was addressed by delivering a bolus. Reportedly, the customer changed pump supplies to resolve issue.